Manufacturer narrative:
H.6. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to confirm the customer-indicated failure. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe plunger rod was deformed and could not extract the medication during use. The following information was provided by the initial reporter, translated from chinese: "on august 22nd, 2023, the patient underwent drug injection into the vitreous cavity of the left eye under topical anesthesia due to diabetic retinopathy. A disposable sterile insulin syringe produced by bd was used during the operation. After opening the sterile package, it was found that the plunger rod of the syringe was seriously deformed and the liquid medicine could not be extracted. It was subsequently replaced and the operation went smoothly."

Event description:
It was reported that the bd ultra-fine¿ insulin syringe plunger rod was deformed and could not extract the medication during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the patient underwent drug injection into the vitreous cavity of the left eye under topical anesthesia due to diabetic retinopathy. A disposable sterile insulin syringe produced by bd was used during the operation. After opening the sterile package, it was found that the plunger rod of the syringe was seriously deformed and the liquid medicine could not be extracted. It was subsequently replaced and the operation went smoothly."

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.